Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the instrument was returned with the jaws overtwisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a visceral surgical procedure, the clips are delivered across. The applier loaded the clips of fault thus not possible to use it. Another like device was used to complete the case. There was no pt consequence.